Event description:
Boston scientific received information that this right atrial (ra) lead was repositioned due to dislodgement. The ra lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.